Event description:
It was reported that the patient had been transported to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl after wearing the pod between 1 and 4 hours. Patient reported that after running out of fuel and calling police for assistance, an ambulance was called since he did not look well. Patient was taken by ambulance, where pod was removed and an insulin drip was administered. Symptoms reported include hyperglycemia, paleness and dry mouth. In the ER, patient was treated with(B)(6); he was released after 23 hours. This pod was discarded by emergency medical technician.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for (B)(6) of the time 1, 2, 3, and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755, puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158